Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary the product was returned to zuchwil customer quality for evaluation. Customer quality then conducted visual inspection of the returned device. During the visual inspection the screw was found broken between the screw-head and the screw-shaft. The screw-shaft is badly damaged with deep marks and deformation signs. The anodized layer is partially disappeared on the damaged areas. A dimensional test is not appropriate, as all complaint-relevant dimensions cannot be measured and can no longer correspond to the valid technical drawings specifications due to the damage incurred. Furthermore, a document specification review cannot be performed as no article and no lot number was provided. It should be noted that product failure is multifactorial. Based on the information currently available a definitive root cause cannot be determined. It is likely that the device encountered unintended forces, such as excessive force application during removal surgery, which finally lead to the breakage. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent a removal surgery for an unknown reason. Initially, the patient was implanted with the screw on (B)(6) 2018. During the removal procedure the was successfully removed. There was a thirty (30) minute surgical delay. The patient status was stable. This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4). This complaint is linked to (B)(4).